Manufacturer narrative:
Corrected fields: b3 (information was inadvertently missed on the initial), d9 (device was returned prior to initial submittal), e2/e3 (information was inadvertently missed on the initial) this report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: <1cfu bacterial identification: no germs detected the device was evaluated and no malfunctions were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations, deficiencies, or concerns in the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning, sterilization, and disinfection (cds) process. The automated endoscope reprocessor (aer) used was soluscope. There was no defect on aer. All channels were connected with tubes when the endoscope was setting up in the aer. The concentration and expiration date of disinfection were controlled. The quality of the rinse water was controlled. The water filter was replaced periodically in accordance with IFU. The device was dried by blowing it with filtered compressed air. The sachet typhoon was used for endoscope storage. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 53 cfus of escherichia coli, stenotrophomonas maltophilia, and pseudomonas fluorescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.